Event description:
The customer reported that device keeps rebooting. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The UDI # is (B)(4). Customer evaluated device.